Manufacturer narrative:
Corrected data: changed from malfunction to a serious injury.

Manufacturer narrative:
Under visual inspection the sample appeared to be in good condition. During manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received samples. It was confirmed that after 12 hours the cuff was still fully inflated. Based on results of testing the reported failure was not observed. No trend of similar customer complaints was identified., corrected data: changed from malfunction to a serious injury.

Event description:
Investigation completed and summary in h 10.

Event description:
Information was received indicating that after using a smiths medical cuff pressure gauge, the cuff isn't keeping air pressure. There were no reported adverse events.